Event description:
Within 30 minutes of placing umbilical cord clamp, the mother called for assistance to reclamp the cord. The clamp was no longer on the umbilical cord. Mother held pressure w/ fingers until nursing arrived in room.